Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient felt a pain when adjusting the stimulation up and nothing was being stimulation, it was like an increasing pain. Patient stated that the stimulation felt the same while on the other lead. Patient had more urge in the morning and voids, which was prior to the evaluation. Patient lowered stimulation to 0.0 and slowly increased the stimulation. Patient was at 2.0 and had a light discomfort in the rectum area, and had the same feeling on the right lead. Patient wanted to leave stimulation at 2.5 even though there was some discomfort, and also had discomfort in the hip area. Patient changed the right lead to the left the first day and wanted to try the right lead again. Patient felt there had only been one day that the device was working. Patient was averaging 10 voids a day. Patient was not feeling stimulation, but felt it when it was increased. Patient mentioned they had slight discomfort around 3.5 and wanted to be higher than 3.0 because they saw more improvement there. Patient stated they though the device came dislodged. Patient removed their batteries from their controller and put them back in as the device was not connecting but it did not resolve. No further complications were reported.